Event description:
This was a fracture stem that was found to have dissociated on the 6 week x- ray.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.